Event description:
The dealer reported that the joystick on the (B)(4) power wheelchair in question freezes and has to be reset to get it working. The dealer also noted that the joystick will power on, but no lights are flashing.